Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set would not completely close. There was no patient involvement. No additional information is available.